Event description:
During rotator cuff repair disposable mitek-depuy instrument (espressew) tip broke off. Fluoro showed tip to be incorporated in the tendon sheath. Attempts made to retrieve tip were unsuccessful. M.d. Determined that potential damage to the tendon outweighed the benefit of trying to retrieve the tip.